Event description:
It was reported that a dosing error occurred. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) confirmed that no missed setting or other errors related to delivery failures were identified. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI and g5 are unknown.